Event description:
Concomitant devices reported: va locking screw 3.5mm l65 (par# 02.127.165s, lot# 4l32324, quantity# 1), va locking screw 3.5mm l65 (part# 02.127.165s, lot# l807468 , quantity# 1), cortex screw 3.5mm self-tapping l36mm (part# 204.836s, lot# l569534, quantity# 1), va locking screw 3.5mm l65 (part# 02.127.165s, lot# l714410, quantity# 1), cortex screw 3.5mm self-taping l34 (part# 204.834s, lot# 1l35944, quantity# 1), cortex screw 3.5mm self-taping l38 (part# 204.838s, lot# l558920, quantity# 1), va locking screw 3.5mm l60 (part# 02.127.160s, lot# l856553, quantity# 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot part: 02.127.211s, lot: 2l37881, manufacturing site: raron, release to warehouse date: 27. Nov. 2018, expiry date: 01. Nov. 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the surgeon attempted to put screws into the second proximal row of holes of this plate which did not lock. The screw head moved beyond the plate to the bone. They used fixed angle guide and 3.5 va screws for this particular screw insertion. They removed both screws from the second row holes. Concomitant device reported: va locking screw 3.5mm l65 (par# 02.127.165s, lot# 4l32324, quantity# 1); va locking screw 3.5mm l65 (part# 02.127.165s, lot# l807468 , quantity# 1); cortex screw 3.5mm self-tapping l36mm (part# 204.836s, lot# l569534, quantity# 1); va locking screw 3.5mm l65 (part# 02.127.165s, lot# l714410, quantity# 1); va-locking screw 3.5mm l65 (part# 02.127.165s, lot# l807468, quantity# 1); cortex screw 3.5mm self-taping l34 (part# 204.834s, lot# 1l35944, quantity# 1); cortex screw 3.5mm self-taping l38 (part# 204.838s, lot# l558920, quantity# 1); va locking screw 3.5mm l60 (part# 02.127.160s, lot# l856553, quantity# 1); locking screw 3.5mm l65 (part# 212.125s, lot# 1l08437, quantity# 1). This report is for one (1) 3.5mm va-lcp prox tibia platesmall bend/4h/87mm/lt-ster. This is report 1 of 3 for (B)(4).